Event description:
Ous MDR - after an implantation period of approx. 44 months ventricular oversensing was observed. Due to a suspected lead damage the lead was removed and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis of the lead showed ligature markings about 27.5 cm distal of the df4 connector pin at the height of the lead fixation sleeve, as mentioned in the clinical complaint. Further inspection showed multiple signs of abrasion along the lead. Especially about 35 cm distal of the df4 connector pin, the insulation was severely damaged by squashing. In this area, the coating of the rope conductors to the ring electrode and to the rv shock electrode showed damage. These insulation damages led with high probability to the observed interference artifacts. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual inspection also showed deformations of the proximal shock coil that are a result of the explantation process. During the mechanical analysis, a mandrin could only be introduced into the lead for 35 cm. For that reason, the fixation mechanics could not be checked. The measurement values of the electrical analysis were within technical specifications. The manufacturing of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.